Event description:
Complainant alleged that while attempting to treat a pt the device displayed "pacer disabled," "defib disabled," and "system fault 36" messages. Complainant did not indicate that there was any pt involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corp has not received the product and this complainant is still under investigation.